Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number was not provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and fs libre reader and there were no adverse trends that indicate any product-related issues. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports sparks and snap sounds coming from their adc device. Customer further reports their device functioned properly after the sparks were observed. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
Customer reports sparks and snap sounds coming from their adc device. Customer further reports their device functioned properly after the sparks were observed. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The device manufacturer date for the reported reader is unknown. All pertinent information available to abbott diabetes care has been submitted.